Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump rebooted twice in the last week. The patient stated that the pump was intact and the battery cap was secure with no yellow o-ring visible. The reporter stated that the battery cap was recently changed and there was no damage to the battery cap. The patient confirmed that the pump was not exposed to moisture and there were no signs of corrosion on the battery or in the battery compartment. This report is made based on the allegation that the pump rebooted without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.